Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lavh procedure, the ligasure device did not seal correctly and was difficult to open and close. No tissue damage. No bleeding. No patient injury reported.

Manufacturer narrative:
(B)(4). Date of initial report: 08/31/2016. Date of follow-up report: 01/23/2017. One ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, though there was some eschar build up noted on the jaws. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was activated multiple times on simulated tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was observed for each application and no sticking occurred. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries from the manufacturing process. There are factors during use that can affect seal quality, and tissue sealing recommendations are listed within the instructions for use to ensure optimal sealing.